Event description:
Healthcare professional reports a case of alcl, pain and seroma via voluntary form (B)(4). Add'l info gathered from the surgeon's office. The pt presents with complaints of pain, itching and swelling of the left breast. A mammogram/sonogram revealed circumferential fluid collection surrounding entire breast extending to the axillary region. Ultrasound guided fluid aspiration performed 2011 revealed atypical lymphoid proliferation consistent with cd30+, alk-alcl. Explant surgery performed to remove implant. Add'l treatment is unk at this time.

Manufacturer narrative:
(B)(4). Device labeling: (B)(4) study: (B)(6) adverse event rates: for primary augmentation pts, seroma rate = 1.6%. Breast pain = 11.4%. Primary reconstruction pts, breast pain = 4.8%. Swelling = 7.1%. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in (B)(4) study, in the labeling for saline implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).